Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with the same device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The customer's comment of overheating was not duplicated. It was noted during failure analysis that the device was found to exhibit symptoms of bur whip, vibration, and noise.